Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 420 and 330 mg/dl. Customer found blood at site. Customer performed troubleshoot for high blood level and drive support cup was normal. The alarm history found no delivery, low reservoir and high pressure test stated no delivery alarm on 4.9u. The product was not returned for analysis.